Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were feeling painful stimulation and the urinary symptoms had returned. It was indicated that this occurred simultaneously a couple of days prior to the report. The patient stated that they were wearing underwear and pads, and were soaking themselves all the time. It was indicated that the patient called the healthcare provider, but they didn't know what to do. It was noted that it hurt the patient all the time and was not positional. They mentioned that it was uncomfortable, especially when sitting. The patient indicated that if they turned the stimulation down, the symptoms worsened. It was reported that there was a fall that could be related to the issue. During the call the patient could feel stimulation and adjusted it from program 4 at 2.2v to program 1 at 1.7v. The patient stated that the pain was gone and they felt strong but comfortable stimulation. It was noted that the patient mentioned having this issue before. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.